Event description:
It was reported that the device was torn. A 190 cm filterwire ez was selected for use. However, during the course of the procedure, it was noted that the catheter rolled up and tore the catheter. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used 04/01/2024 as the event date was not reported. Device evaluated by MFR: the complaint device was received for product analysis. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath, moreover the spring tip was bent and stretched. Also, the delivery wire was bent. Based on analysis of the returned product, the reported allegations could not be confirmed, since this reported issue was not found during product analysis.

Manufacturer narrative:
B3 - date of event: used 04/01/2024 as the event date was not reported.

Event description:
It was reported that the device was torn. A 190 cm filterwire ez was selected for use. However, during the course of the procedure, it was noted that the catheter rolled up and tore the catheter. No patient complications were reported.